Event description:
It was reported that during an unk procedure, the display showed temperature error. Took a new instrument to complete the case. No further information is available. There was no adverse patient consequence.